Event description:
It was reported that the intra-aortic balloon (iab) was prepped and the blue fiberoptix sensor (fos) was connected to the intra-aortic balloon pump (iabp). The fos was not detected by the pump; however, the cal key was detected by the pump. No automatic or manual zeroing could be done. As a result, the transducer was connected to another iabp and the iabp therapy was completed in the transducer mode. There was no reported patient death or injury. Medical/surgical intervention was not required. It is unknown if there was a delay in iab therapy. The patient outcome is listed as okay. Additional information received on 8/4/2010 from the sales representative stated that there was a total breakdown of the autocat2 wave, s/n 40412w. The iabp will be checked by a third party service organization. Further information received on 8/5/2010 from the complaints coordinator stated that "total breakdown" means nothing worked on the pump.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.